Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown. The caller stated that the customer was in poor health 2 days before they were found passed away. The customer was using food supplements to correct their blood glucose. The customer had diabetic ketoacidosis that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device was received with a depleted (B)(4) alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. No under delivery/over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had small crack at the upper left hand corner on the display window. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).